Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that according to the patient her ins stopped working all of the sudden. The rep reported that the patient claimed she charged her battery a week ago and now it wouldn't charge. The rep reported that they arranged to meet the patient at the physician¿s office to troubleshoot her issue, but the patient didn't show up for her appointment on time. The rep reported that they tried to call the patient on (B)(6) 2018 to rearrange for another appointment but the patient didn't answer the phone, so the rep left. The issue wasn't resolved. No further complications were reported.